Event description:
The customer alleged that the unit was leaking cidex opa. The customer confirmed that it was a teal color with an odor. There were no injuries involved. The unit displayed e01 error and the customer changed the disinfectant after the test strip failed. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill. Capital equipment, evaluated at customer site. The fse replaced the v2 disinfectant pump valve and verified proper operation. The fse verified that the aer was not leaking opa. The fse verified that the system meets specifications. The fse ran an empty wash and the disinfect cycle was ok.